Manufacturer narrative:
A steris technician inspected the loading car and transfer carriage and found the front wheel locking mechanism of the transfer carriage was not locking properly, allowing the carriage and load to be pulled out and fall forward when the car is being removed from the sterilizer. The technician removed the equipment from service and a replacement was provided to the user facility.

Event description:
The user facility reported that when the operator was removing the loading car from the sterilizer after a completed cycle, the transfer carriage front wheels did not properly lock into position in the docking station, causing the car to fall onto the ground. As the operator was picking up sterile goods, she bumped her arm on a hot loading car rack, resulting in a burn. The operator did not seek medical treatment and returned to work. The user facility reported the employee is fine with no sustaining injuries. The goods were successfully re-processed prior to use in patient procedures.